Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found foreign material contamination in the form of epoxy on a contact spring in the header.

Event description:
This report is to advise of an event observed during analysis.